Event description:
Ref.: (B)(4). Customer ref.: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA maquet medical systems USA 45 barbour pond drive wayne, nj 07470 . Contact person- (B)(6). After reviewing, we found that the egb 40 does not pose a risk to the patient. Since the device is not directly connected to the patient. There is no similar device currently on the market in the USA. Furthermore, the egb 40 is generally not a reportable product. This case has been falsely reported.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the customer: it was reported that fio2 came down, device alarming from the egb 40. Additional information: the incident occurred during patient treatment. Device has been replaced during treatment. No known consequences to the patient. (B)(4)